Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant: d314drm implantable cardioverter defibrillator (B)(6) 2013. (B)(4).

Event description:
It was reported that the right ventricular (rv) lead had high defibrillation thresholds. During the implant attempt, the lead had five failed therapies at 15j and 25j in various configurations. It was noted to have successful rescue from ventricular fibrillation (vf) at 35j only. Fluoroscopy was performed one month later and inadequate function of the rv lead was determined due to the proximal placement of the lead. The lead was repositioned distally in the inter-ventricular portion of the right ventricular apex and the issue resolved. The patient is part of the product surveillance registry. No patient complications have been reported as a result of this event.